Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and the set screw was in the connector bore. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that the set screw was in the co nnector bore. (B)(4).

Event description:
It was reported that during implant there was an issue with the set screw while attempting to secure the leads into the device header. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.